Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that seven (7) 3000ml exactamix eva tpn bags leaked from the middle port. This event occurred before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
A batch review was performed and did indicate a nonconformance related to the reported condition during the manufacture of the product; it was found that during manufacturing, two units failed leak testing due to a defect at the spike assembly. The affected units were scrapped. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.